Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. The right ventricular lead showed decreased sensing. Both leads were explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
A complete lead was returned in two pieces, the connector portion measuring 7.6cm, and distal portion measuring 43.2cm. Analysis was normal. No anomalies were found.